Manufacturer narrative:
The following sections were either corrected or additional information was added to the them: d10, the device is not available for the date of manufacture was added. Was updated in consideration of new information. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and erythema are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Based on the available information, no causal factors can be determined, and no conclusion be drawn for this event. Though requests for the product return were made, none was made available. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.

Manufacturer narrative:
Though attempts have been made to acquire additional information, to date none has been provided. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that a patient experienced erythema and burning of the face during a thermage treatment. It is unknown if the treatment tip was inspected prior to use although at an unspecified point, the tip was inspected and found to be "broken". It is unknown if coupling fluid was used. It is reported that unidentified secondary intervention occurred. Although requests have been made, the patient's current status is unknown.